Manufacturer narrative:
Device will not be returned. If the device or additional info becomes available it will be reported on a supplemental report.

Event description:
It was reported that, "the plate broke while the surgeon was bending it. Sales rep states he will not be able to obtain the lot code. He did not have pt info."